Manufacturer narrative:
Four sutures from the kit were returned for evaluation. All four were confirmed to be detached from the suture anchors. The complaint is confirmed, however, no root cause could be determined. All information reasonably known as of 07 jun 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 30012240 was reviewed and the product was produced according to product specifications. All information reasonably known as of 12 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the sutures broke during a gastropexy procedure. An additional kit was opened to complete the procedure. No pieces of the sutures remained inside the patient and there was no harm to the patient. The patient was discharged from the procedure room in stable condition. No further information provided.